Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the lead tip was turned counter clockwise by mistake up to approximately 29 turns and then the healthcare professional realized to turn clockwise for deployment. The ipl tip was then turned clockwise several times and tip popped during fluoroscopy. The ipl was removed and replaced due to concerns over potential lead integrity issue. No patient complications have been reported as a result of this event.